Event description:
The facility representative reported depleted batteries during biomed testing. Although baxter attemped to obtain information, details were not available regarding addintional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.